Event description:
It was reported that the patient underwent surgery on (B)(6) 2022 to implant the devices. Then, on (B)(6) 2022, the patient presented with persistent swelling and osteomyelitis/infection. Surgeons reviewed CT scans and see some bone degradation and loose screws. Surgeons suspect that the patient did not heal well from the original surgery and the infection came first and caused the loose screws (but there is no way to tell). Patient also has type ii diabetes which they think was a contributing factor. Existing plate will be removed, fibula and ramus segment slightly repositioned and then new milled plate put on. Secondary was surgery planned for 10/19. No further information is available. This report involves one unk - screws: trauma. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Only the event year is known. This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.